Manufacturer narrative:
Unchecked "distributor. It was reported from the site that the power sources were disconnected due to the software update of the controller. It was further stated that there were no alarms associated with the event. Patient was stated as doing fine. No additional information available. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to bt1 nimh internal battery that failed with cell#2 being depleted, showing 0 volts and being unable to hold charge. The most likely root cause of the reported event is a defective internal nimh bt1 battery. Heartware has opened an internal investigation to address the issue of controller "no power" audible alarm failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient had a no power alarm that would not sound when both power sources were disconnected. No further information available.